Event description:
It was reported that the bd ultra-fine¿ insulin syringe experienced a mix of product types in a pack. The following information was provided by the initial reporter: a 12.7mm product appears to be mixed in a shelf carton.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval? Yes. H6: investigation summary : samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe experienced a mix of product types in a pack. The following information was provided by the initial reporter: a 12.7mm product appears to be mixed in a shelf carton.